Event description:
It was reported that she began having problems with vns around (B)(6) 2014. The patient reports sometimes randomly experiencing shocking sensations in her chest. She normally does not feel her stimulations, but when these shocks happen, they would be sharp, intense and take her breath away to where she could not breathe or talk. Then, she would subsequently cough a lot which would last for about 30 seconds. The patient reported that these events would happen randomly, like when she was sitting in a chair. As time has progressed, they have become more frequent. The last time she saw her neurologist, he detected her wheezing so had referred her to an ent get it checked. She went to see an ent, who scoped her. The patient reported she received the diagnosis on (B)(6) 2015 that she has permanent vocal cord paralysis and vocal cord dysfunction. She is currently on an oxygen tank and has to be in a wheelchair when she goes out. The patient reports having no trauma since (B)(6) 2014. The device was still programmed on at that time. The neurologist checked her device on (B)(6) 2015, and no issues were mentioned to the patient. Prior to that time, she saw him about three months ago and the neurologist reportedly made no changes with her vns. The patient reported no contributory trauma. Additional information was received that the patient has a lot of other problems: low oxygen, being obese, elevated blood pressure. All of these are unrelated to vns. The neurologist opted to disable the device for approximately. The neurologist does not believe vns is causing these issues suddenly. He says that it is "highly unlikely that the vns is causing it," but he wants to rule it out and put the patient at ease. Good faith attempts for additional relevant information has been unsuccessful to date.